Event description:
On (B)(6) 2010, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. Follow-up imaging taken between (B)(6) 2010 and (B)(6) 2011 identified a type ii endoleak with aneurysm enlargement from 5 x 77 mm to 66 x 80 mm. On (B)(6) 2011, an additional procedure was performed whereby two lumbar arteries were coil embolized to address the type ii endoleak. The pt tolerated the procedure. Follow-up CT images taken in 2011 (exact date unknown) indicated an aneurysmal sac measuring 4.8 cm. In diameter. On (B)(6) 2012, follow-up imaging indicated the aneurysm had now enlarged to 8.6 cm. In diameter. On (B)(6) 2013, the devices were explanted due to continuing aneurysm enlargement. During the explant procedure no endoleak was observed. Further, it was reported no tears or holes were observed in the graft material. Reportedly, the physician stated the cause of the aneurysm enlargement was due to endotension. Final angiography showed resolution of the aneurysm enlargement and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions code: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please not the aaa devices involved in the (B)(6) 2011 reintervention were previously reported in medwatch # 2017233-2011-00558. Additional devices involved in this event: pxc141000/7409350 and pxl161407/7407237.